Manufacturer narrative:
The event of lymphadenopathy and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma late.

Event description:
Patient reports swollen lymph node was found in the left breast. Further examination have also shown accumulation of liquid. This relates to the left device. Device remains implanted.

Manufacturer narrative:
Correction: d4.

Event description:
Patient reports swollen lymph node was found in the left breast. Further examination have also shown accumulation of liquid. This relates to the left device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reports rupture, deformation, capsular contracture of unknown baker grade. Device has been explanted.